Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, causing a 15-minute delay. Dilation and curettage with suction for monoclonal antibody was the affected procedure, performed to remove tissue from inside the uterus. The required medications propofol, fentanyl and lidocaine were obtained by rebooting the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported malfunction occurred due to a critical error. Customer did a hard reboot to resolve this continuous issue with the machine and its working now. The system functioned as intended.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 01-dec-2021 to 01- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported malfunction occurred due to a critical error, the customer did a hard reboot to resolve this continuous issue. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, causing a 15-minute delay. Dilation and curettage with suction for monoclonal antibody was the affected procedure, performed to remove tissue from inside the uterus. The required medications propofol, fentanyl and lidocaine were obtained by rebooting the device. There were no adverse events or injuries reported based on this event.